Manufacturer narrative:
Work order completed: h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the computer was replaced. The system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the computer, lot number: 2144f00834, was returned and analyzed. The computer would not boot up on either testing station. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that when booting the system to perform the planned maintenance (pm), the camera cart went to the pcoip (pc over ip) loading screen, before changing to "no source signal". The medtronic representative (rep), reseated the interconnect cable and the camera cart started to display normal video. He rebooted the system and was unable to recreate the symptoms after. No patient present. Additional information was later received. Technical services (ts), asked how long the rep saw the no source signal message before he tried reseating the interconnect cable. Per the rep, 30 seconds would be their best estimate between the three. They noticed the black screen and unplugging and replugging the interconnect cable. At which time, the camera cart beeped and returned to the login screen. Ts informed, the rep that the system router may have just needed more time to fully communicate. The system would sometimes get the no source signal when turning the system on and it would have to be rebooted 3-4 times to get it to clear. Additional information was once again later received. A rep called back for further troubleshooting, while on site. Upon bootup, the camera cart monitor displayed "no source signal" and the rep timed it for 5 minutes with no change in behavior. The rep reseated the interconnect cable with no change in behavior. Then swapped sides of the interconnect cable and the camera cart monitor displayed "no video detected". The rep flipped the interconnect cable back to its original orientation with no change in behavior. They confirmed, that the main cart monitor displayed the expected video, while the camera displayed one green light and the amber light was not illuminated. The rep confirmed, that the camera cart monitor was set to dp. The site reported, that occasionally, the main cart monitor would display "no video detected", while the camera cart monitor would show the expected video. However, the rep was unable to replicate this behavior. The cabling was confirmed, to be in the correct location on the computer. The mini dp connection on the pcoip host card was seated in the correct port on the right with a solid green light and a blinking red light as expected. The ethernet connection on the pcoip host card displayed green and amber lights as expected. The rep confirmed, that the ethernet connection on the pcoip zero client in the camera cart had an amber light illuminated. Using a known functional hdmi cable, the rep connected the camera cart monitor to the external video out hdmi port and the camera cart displayed the expected video. The rep then disconnected the dp cable from the pcoip zero client and connected it directly into the right-most dp connection on the computer, but the camera cart monitor displayed "no video detected". They removed the dp connection from the camera cart monitor and connected it to the back of the main cart monitor, with no change in behavior. The rep reconnected the camera cart monitor dp cable to the pcoip zero client an d the dp to mini dp cable to the computer. Resulting, in the main cart monitor displaying "no source signal". Finally, the rep returned the camera cart dp cable to the camera cart monitor and reconfigured the monitors to their expected video input. Which resulted, in the camera cart monitor displaying "no source signal" and the main cart monitor displaying the expected video.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, product ID: 9735785. H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.